Event description:
An issue was reported where the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. The customer removed the case from the pump, inspected and cleaned the pneumatic tap area, and attempted to reload the original cartridge but experienced cartridge damage. The customer successfully filled and loaded a new cartridge, completed the loading process, and resumed insulin use.